Event description:
Customer reports strip label exp date and lot # is missing while using the compact sys. No quality controls were run. No adverse event reported. A request was made for the return of the suspect prod and a replacement was sent.